Manufacturer narrative:
H3) the computer was returned to medtronic for analysis. Testing revealed 1 bad sector and 1 uncorrectable sector. There was a hard drive malfunction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Fdm 10, fdr 114, fdc 4307 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The computer was replaced. The system then passed a system checkout. The computer has been returned to medtronic and is currently under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was rebooting. The system had images loaded onto the system, and the surgeon went to scroll through to make sure that everything looked good. While the system was scrolling through, the computer power cycled. Troubleshooting was performed by a manufacturing representative. The connections from the isolation transformer to all the different components were good. The behavior was unable to be replicated except when the system was ran over a cord. After the representative did this, the system rebooted again and the connections were checked with no issues found. These issues occurred when the system was plugged into wall power. The representative tried to manipulate the power cables. There was no patient involved.